Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation. The customer resolved the issue by using another battery. The replacement battery was sent to the customer under warranty.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to charge to set energy and internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.